Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The received lcp reconstruction plate 3.5, straight, 8 holes is broken apart at the 6th hole from the side with the laser marking. It is clearly visible that the plate was bent downward in the fracture area before it broke, this bend was not that strong in this area on the received initial surgery x-ray. The plate is slightly bend at other places in different directions obviously for contouring, this is also visible on the received initial surgery x-ray. There are different slight marks all over the plate visible, the anodized layer is worn away at these marks which indicates that they were caused post-manufacturing, either during insertion, in situ or extraction of the plate. The fracture face is homogenous with some shiny areas, caused by rubbing of the two broken plate parts against each other, after the plate had broken. A review of the raw material certificate as part of the DHR review was done. The certificate does confirm that the plate was made out of unalloyed titanium grade. The complaint is confirmed as the received plate is broken as complained. The plate breakage can also be confirmed on the received x-ray. During the performed evaluation no manufacturing related issue could be detected. This lot of 23 pieces was manufactured in april 2018, all devices are distributed and we are not aware of any other complaint for this article- and lot combination. Based on the provided information we are not able to determine the exact cause of this breakage. We can only assume that any occurrence during the healing process, e.g. Non-union, delayed union, mal-union, overloading of the osteosynthesis or a combination of different factors, did lead to a fatigue failure of the plate. Comparing the initial surgery x-ray with the follow up x-ray it appears that the plate was already bend downward during the follow up, which could be an indication for an overload situation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part: 445.081, lot: l858625, manufacturing site: raron, release to warehouse date: 20. Apr. 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient identifier: (B)(6). (B)(4). The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a patient was initially implanted with 3.5mm reconstruction plate on (B)(6) 2019 to treat the clavicle fracture. Patient went back to (B)(6). Postoperative follow-up on (B)(6) 2019 confirmed that plate has broken during army and patient had a loss of anatomical reduction. Patient went on vacation because he had no pain. On (B)(6) 2020: revision surgery was performed to remove failed implant and replace with a 3.5mm lcp sup./ant. Clavicle plate. Concomitant devices reported: screws: trauma (part# unknown, lot# unknown, quantity: 7). This report is for one (1) 3.5mm ti lcp® reconstruction plate 8 holes/112mm . This is report 1 of 1 for complaint (B)(4).